Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a volumetric fail. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported issue of ¿volumetric fail¿ was not reproduced as flow accuracy testing was not performed. The device passed incoming device evaluation assessment and calibration values were found in specification. The evaluator identified instead a volume/audio issue as the audio was intermittent. The cause was identified to be a faulty rear case and the rear case requires replacement to correct the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device will be required to pass all release testing after repair to ensure it meets specifications prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.